Manufacturer narrative:
For the investigation the logfiles were analysed, the described failure "poti unplugged" could be confirmed. In case of this failure the device generates an optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. By replacement of the front plate, which includes the potentiometers, the device is repaired. In december 2015 dräger has issued a safety notice which points to the coherency between regular use of the potentiometer and its reliability of operation. The concerned competent authorities have been informed when this action was started.

Event description:
It was reported that the potentiometer array o2 unplugged resulted in 'technical failure' message on the display on (B)(6) 2016. No injury reported. The complaint description indicated two events with the same device. The other MDR is 9611500-2016-00283.